Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that recent diagnostic tests performed showed that the pt's device was experiencing high lead impedance. The pt's device was disabled at that time. The last known diagnostics were performed on (B)(6) 2009, which were within normal limits. Approximately 1.5 months prior to the high impedance observed, the pt was no longer responding to magnet activations. The pt was seizure free in december, but is now having an increase in seizure activity, which was said to be below the pre-vns baseline levels. There was no known trauma to the vns site, but since the pt is autistic, this could not be ruled out. The pt was referred for x-rays, which were sent to the manufacturer for review. No anomalies were identified in the visualized portion of the pt's vns device which could have contributed to the reported high impedance event although the presence of an unpronounced lead discontinuity or an issue with the lead portion that appears to form an acute angle cannot be ruled out. The pt has since been referred for lead revision, which has yet to be returned to the manufacturer for analysis.

Event description:
Additional programming history was reviewed on (B)(6) 2012. From programming history, it appears that the high impedance was first seen on (B)(6) 2010. The patient underwent lead revision on (B)(6) 2010. A pre-operative normal mode diagnostic high impedance; however, a system diagnostic after revision on (B)(6) 2010 indicated impedance within normal limits.

Manufacturer narrative:
Review of programming history